Event description:
The patient reported she rec'd a e6 (mechanical error) message on her insulin infusion device while attempting to give herself a bolus of insulin. She stated she is not sure how long it has been since she changed the battery on the device. The pt was assisted in clearing the alarm. The pt called back later that night and stated she had received another e6 message. She said she changed the battery on the device and while the device was running a self-test, she received an e7 (electronic error) message. The patient was instructed to remove the new battery. The pt stated the battery cap had not been changed for the last 6 months. She was advised the battery cap must be changed at least every 4th battery change. The pt was then instructed to insert the new battery and battery cap and the infusion device was properly reset prior to the pt reconnecting to the device. The patient stated her blood glucose reading tonight registered "hi" and she felt "nauseated and thirsty." She said she corrected her blood glucose by giving herself an injection of insulin. On follow up, the pt stated her blood glucose readings are normal and the infusion device has given no further e6 alarms. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.